Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 610, which was not reproduced. System error 610 was confirmed through review of the event history log by a single occurrence of system error 610 in the log. It was evident through review of the history log the device was in use after the occurrence of the reported symptom. Evaluation could not determine an assignable cause and therefore, no correction was required for this device.

Event description:
It was reported that a spectrum pump displayed system error 610. It was also reported there was no patient injury.